Event description:
It was reported that the patient had an unexplained change in mental status on (B)(6) 2022. The patient was transported to the local hospital by ambulance. The emergency department (ed) gave fluids secondary to possible dehydration.

Manufacturer narrative:
Patient weight was requested but was not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the report of mental status changes and dehydration could not be conclusively established through this evaluation. The submitted log files collectively contained data from (B)(6) 2022 through (B)(6) 2022 and found that the pump operated at the set speed without issue. A no external power event was captured on (B)(6) 2022 that appeared to be due to a simultaneous disconnect of the power cables; refer to the system controller investigation regarding this finding. The pump operated with power from the controller backup battery until external power was restored. The system appeared to be operating as intended, and there were no other notable alarms active in the log files. Multiple requests for additional information regarding this event were submitted to the account; no response has been received at this time. The patient remains ongoing on (B)(4) with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this document lists other neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on (B)(6) 2020. Patient weight was requested but not provided. No further information was provided. The manufacturer is closing the file on this event.